Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. Additional findings not related to the malfunction/issue was the following parts were proactively on the device: front case and dc power connector cable. In addition, there was no evidence of foam particles found on the device. After replacing the parts on the device, a system test was performed, which passed on the device.